Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that contacts on battery cap were not missing or damaged. Customer stated that display returned after insulin pump restarted. No harm requiring medical intervention was reported. Customer will continue use of the device.